Manufacturer narrative:
(B)(6).(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on an cobas e 411 immunoassay analyzer. The date of event was not provided. The erroneous results were not reported outside of the laboratory. The initial hcg + b result was 8738 (unit of measure not provided). The sample was repeated twice by a 1:100 dilution and the results were 28349 and 27961. It is not known if an adverse event occurred. No adverse event was reported. The hcg + b reagent lot number was 156542. The expiration date was not provided.

Manufacturer narrative:
The hcg + b reagent expiration date was 09/30/2017. The unit of measure was miu/ml. All of the hcg + b results provided in the initial report were accompanied by data flags. The field service engineer (fse) visited the customer site and ran an assay performance check and adjusted photomultiplier tube voltages. All assays were calibrated and quality controls repeated. The results were acceptable.

Manufacturer narrative:
An additional result from the patient was provided from (B)(6) 2016 of >10000 miu/ml with a data flag. This result was approximately 25 minutes prior to the result of 8738 miu/ml that was initially questioned. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. A general reagent issue can most likely be excluded. Upon review of the alarm trace, one sample clot alarm was observed which suggests a potential sample quality issue. The quality control (qc) data provided shows a general tendency to lower recovery. Only level 2 qc results were provided. The customer uses a centrifugation speed of 4000 rpm. This may be too fast for a plasma sample. The recommended speed is 1300 g. Potential root causes may be related to mis-pipetting due to poor sample quality (e.g. Micro clots, fibrin strands or foam/bubbles on the sample surface). An additional root cause may be insufficient maintenance.